Event description:
The customer reported that the ventilator would not power on. There was no patient involvement.

Manufacturer narrative:
The service engineer inspected the device and found that the back up battery was depleted and power supply was bad. The se replaced the power supply and backup battery, performed testing and all test passed. A power supply was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (c56) that prevented the power supply from operating on alternate current (ac) power.